Event description:
Nature of complaint: the atherectomy device as well as the guidewire was prepared as per indications in the IFU. The catheter was used successfully for approximately 5-6 back and forth runs. As the physician tried to remove the catheter over the guidewire, a big resistance was observed. The physician believed the guidewire was stuck in the catheter. The user turned the motor back on to ease up tension between the catheter and the guidewire (until the sheath). First the catheter and then the guidewire were removed. The guidewire had thread/fibershaped part in the tip. It is unknown when exactly this occured during use. The patient is doing well and was discharged. Additional information received 15-mar-2022: based on new information the location of the break is malleable and there was no complete separation.

Event description:
Nature of complaint: the atherectomy device as well as the guidewire was prepared as per indications in the IFU. The catheter was used successfully for approximately 5-6 back and forth runs. As the physician tried to remove the catheter over the guidewire, a big resistance was observed. The physician believed the guidewire was stuck in the catheter. The user turned the motor back on to ease up tension between the catheter and the guidewire (until the sheath). First the catheter and then the guidewire were removed. The guidewire had thread/fibershaped part in the tip. It is unknown when exactly this occured during use. The patient is doing well and was discharged. Additional information received 15-mar-2022: based on new information the location of the break is malleable and there was no complete separation. Additional information received 26-apr-2022: apologies for the discrepancy, yes the correct lot number is 11118116.